Manufacturer narrative:
The insulin pump received with blank display and constant vibration due to moisture damage electronic assembly. Analysis was unable to verify black screen anomaly due to blank display. The pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the pump had a display anomaly. The blood glucose at the time of the incident was 234 mg/dl. The customer states it is the second occurrence of the black display. The customer believed it was a battery issue, but now the screen is completely blank. The pump was neither exposed to extreme temperature or direct sunlight. The self-test was performed and passed. Even after troubleshooting was performed the display stayed blank. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.